Event description:
It was reported a patient underwent a tha on (B)(6) 2023 and barbed suture was used. The surgeon said that the thread was not locking in transition point. After a two minute delay the case was completed with no patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not confirmed additional information has been requested and received. Could you please provide the lot number? It is hard to say what the lot# is because they did not save original packaging. They did save the insert that is sterile so I am shipping that back in case there is a way to check lot# based off the insert. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the status of the device(s) as it has not been received for analysis. Please provide the source or name of person providing answers to follow-up questions h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received, thirty-three unopened samples that pertain to product code . As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area was noted as expected. The sutures were examined, and no anomalies or defects were observed. Ten barbs were measured, and all barbs met with the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name. Irgacare® active ingredient(s). Triclosan dosage form. Suture/solid/parenteral strength. 2360. G/m this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.